Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the right master tool manipulator (mtm). System was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, the mtm 2 was installed onto a golden system where the error was triggered indicating fault on the main wire harness and embedded serializer in master base (esmb) printed circuit assembly (pca) replicating the reported event. The mtm 2 was then installed onto a patient side cart fixture test platform where power up was found to be failing on the main wire harness and esmb pca. Once testing was completed, the main wire harness and esmb pca were aba tested and was verified to be the source of the fault. As a result of these findings, fa concluded that the main wire harness and esmb pca were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable error occurred on the surgeon side console (ssc). The tse found error 25520 pointing to the right master tool manipulator (mtm) 2. The customer elected to use the other ssc to continue with the procedure due to an ongoing procedure. The procedure was completing as planned with no reported injury. After the procedure, the customer called back to report that the issue was resolved after performing a hard power cycle on the system.